Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, may 04, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed with an error of duplicate address detected. A technical support specialist (tss) used the remote smart service package to push a firmware update to the station. They received permission to reboot and rebooted the station; it applied the firmware update, but the station still came back up with duplicate hardware in drawer 3.1. The tss asked the customer to shut down, wait a few minutes, and then restart, but the station still came back up with failed hardware. The customer unloaded and reloaded the cubies that were affected, which cleared out the failed storage space in that cabinet. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed with an error duplicate address detected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.